Event description:
It was reported that a spectrum pump turned on/off by itself. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "improper shutdown!" Was not reproduced. A review of the event history log (ehl) revealed multiple events of "improper shutdown!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.